Event description:
It was reported that a small volume folfusor underinfused. The reporter stated that the device was not completely empty when the patient returned to the hospital after the expected infusion time. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One unit was received with 82 ml of fluid in its bladder. Visual inspection on the unit showed no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was performed on the unit and the flow rates were found to be within the specification range. Should additional relevant information become available, a follow-up MDR will be submitted.